Event description:
It was reported that a spectrum pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The reported system error 105 was reproduced during eval, caused by a failed motor. The motor assembly, motor screws and gears were replaced.